Event description:
Paramedics responded to a person described as in cardiac arrest. According to the rptr, after the paddles were charged, the device would not transfer energy when the discharge buttons were pressed. The rptr stated the paddles were banged together then the device operated properly. The pt was not resuscitated but the rptr indicated the alleged malfunction did not cause or contribute to the patient's death because of the patient's lack of viability and that there was no delay in therapy.